Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2020 due to low blood glucose level with an unknown blood glucose value. The customer had been using the insulin pump within 48 hours of low blood glucose level. The customer was treated with baby aspirin. The insulin pump was on auto mode at the time of incident. Insulin pump passed self test. The insulin pump will not be returned for analysis.